Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented an arrythmia. The patient needed a blood transfusion, and the ICD delivered three rounds of anti-tachycardia pacing (atp), the third one accelerated the rhythm from ventricular tachycardia (vt) to polymorphic ventricular tachycardia (vt), ICD delivered 2 shocks due to a ventricular tachycardia (vt), the shocks ultimately converted the atrial arrhythmia to a normal sinus rhythm. This ICD remains in service. No adverse patient effects were reported.